Event description:
The customer reported via phone call that the customer experienced hyperglycemia with a blood glucose value of 477 mg/dl at the time of the event and not calibrated the blood glucose. The hyperglycemia was treated with food. The customer stated that no symptoms. Troubleshooting was partially performed and declined. The customer is using the insulin pump system within 48 hours of the reported high blood glucose event. It was also found that the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version 5.2a. Retainer ring = black. Pump case = ngp. Customer returned pump for alleged harm reported, with no allegation of device deficiency and high bg found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. No pump errors, insulin flow blocked alarms, unexpected battery alerts, or anomalies noted during testing. Successfully downloaded history files and traces using thus. No pump errors, insulin flow blocked alarms, or unexpected battery alerts were found in the history files on or near the event date. Pump was cut open for visual inspection and found dried insulin in the motor slide and moisture damage on pcba 1 and pcba 2. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case-corner of belt clip rails, pillowing keypad overlay. No problems were found during testing. Pump passed full drive test and full functional test. Unable to confirm high bg. Exposed to moisture confirmed on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The device was returned for analysis.